Event description:
It was reported that (1) device was used during a laparoscopic sigmoidectomy. It was reported by the affiliate that the tsb35 staples didn't close properly and the black trigger didn't function properly. And when the surgeon squeezed the trigger the device broke.